Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The distributor reported on behalf of hospital that the catheter did not function properly. It was further reported that the catheter was unable to make zero calibrations. No pt injury was reported.